Event description:
It was reported that the physician's (B) (4) handheld computer screen was frozen. Troubleshooting was performed and the event resolved, but the handheld would only work when it was plugged into the outlet. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.